Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, did not pipette lyse buffer in well position e11 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced defective tip clamp and inspected and cleaned all other tip clamps. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-04877-09.